Event description:
Problem with avanos myelogram tray. During procedure lidocaine syringe for local anesthetic would not remain locked on subcutaneous needle upon administration, popped off x 2 despite assuring luerlock had tight seal. Less than 1ml administered. Discarded lidocaine/syringe/luerlock sq needle.